Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse event of peritonitis. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. It should be noted that the lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the patient¿s liberty select cycler cannot be excluded from having a possible causal or contributory role in the development of the serious adverse events experienced by the patient. Given the unknown cause, unknown timeline of events, recent liberty select cycler replacement, lack of clinical follow-up, and no manufacturer evaluation of the suspect device; there is insufficient information to determine the root cause of the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2026. The patient was diagnosed with peritonitis and continued to undergo pd therapy while hospitalized. The patient remained hospitalized as of (B)(6) 2026. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, hospital records, organism, medication records, causality) were unsuccessful.